Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 351 mg/dl, 124 mg/dl, 205 mg/dl, and 157 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.